Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code(s) mnh, mni, kwp, kwq. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records (DHR) has been requested. Placeholder.

Event description:
It was reported by sales consultant: initial thoracic lumbar fusion surgery occurred on (B)(6) 2011 (approximately t10 to l5). On (B)(6), 2013, the patient underwent surgery to remove the hardware at her request due to complete fusion. The surgeon removed 18 screws, 17 locking caps and 2 rods. In attempting to remove the 18th locking cap, 3 different screw driver tips broke. All 3 pieces were retrieved, verified by x-ray. The surgeon was unable to remove the 18th locking cap. Therefore, he used rod cutters to cut the rod above and below the locking cap to allow all hardware to be removed. It was noted that most of the caps came out fine although; some were harder to remove than others. Surgery was prolonged approximately 5 to 10 minutes. Patient reportedly was doing fine with no other issues noted. This is 5 of 5 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The findings from the manufacturing evaluation showed that the internal pitch diameter and raw material (raw material was verified as correct per DHR review) could not be measured because product is assembled: therefore, this complaint will be indeterminate from a manufacturing perspective.

Manufacturer narrative:
Product development event evaluation: (B)(4).